Manufacturer narrative:
Hakim valve reservoir (ID 823116) was returned for evaluation. Device history record (DHR) - lot 6863452 conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was on setting 110 mmh2o. The valve was visually inspected and no defects were noted. The valve passed the test for occlusion, leak, reflux, and pressure. Root cause analysis - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to improper handling of the device. At the time of investigation, no function issues were noted.

Event description:
A facility reported the connection part of a hakim valve reservoir is likely to fall out. The reservoir is uneven, therefore, it was replaced with a new product. The event led to 30 minutes surgical delay. The issue was confirmed during the implantation procedure, before implantation site closure.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.